Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion. This adverse event was discovered during use of bwi products, after ablation had already been performed and procedure had been completed. After finishing ablation, the physician stated that they could not visualize the vizigo sheath, the physician tried to advance the sheath, and about 30 seconds later the physician noticed on intracardiac echo that there was an effusion. The effusion was discovered on intracardiac echo and confirmed with the soundstar catheter. A pericardiocentesis was performed and about 50 ml were removed. The patient is still intubated, and the drain is still in place. The patient was transferred to and admitted to intensive care unit (ICU) from the electrophysiology (ep) lab in a stable condition; the patient was hemodynamically stable at the time. There was no evidence that an effusion was present before the procedure. The patient outcome of the adverse event was reported as improved. The patent required extended hospitalization because of the adverse event. Other relevant history: hiatal hernia repair in (B)(6) 2021 and back surgery in (B)(6) 2021. A transseptal puncture was performed using a baylis needle. There was no evidence of steam pop.. An irrigated catheter was used in the event, the flow setting was 15 high and 2 low. There is no suspected perforation. The max wattage used was 40 watts. There was a total of 47 lesions, total ablation time was 27 minutes and 22 seconds, and total fluid was 576 ml. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, visitag. The parameters for stability were the normal settings. No additional filter was used with the visitag. Color options used prospectively were surpoint and tag index.

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion. This adverse event was discovered during use of bwi products, after ablation had already been performed and procedure had been completed. After finishing ablation, the physician stated that they could not visualize the vizigo sheath, the physician tried to advance the sheath, and about 30 seconds later the physician noticed on intracardiac echo that there was an effusion. The effusion was discovered on intracardiac echo and confirmed with the soundstar catheter. A pericardiocentesis was performed and about 50 ml were removed. There was no evidence that an effusion was present before the procedure. The patient outcome of the adverse event was reported as improved. The patent required extended hospitalization because of the adverse event. Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).